Event description:
A pharmacist reported to baxter (B)(4) of an extension set in which, "a hair was detected in the filter after 2 hours of infusion." The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was available for evaluation. A visual inspection of the sample did not confirm the reported condition of hair in the filter. No functional tests were done. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.